Event description:
It was originally reported that at the pt's ipg site, it was bruised, weeping and red. The hcp confirmed that the pt experienced wound dehiscence and the ipg eroded. The eroded ipg was explanted and a new ipg was implanted in a new pocket on the contralateral side. The pt recovered without sequela.

Manufacturer narrative:
.